Event description:
It was reported that the patient was previously admitted to the emergency room for unrelated issues. The patient was injected in the penis while under anesthesia because a health professional noticed a prolonged erection, but was not aware that the patient had an inflatable penile prosthesis (ipp). The needle damaged the cylinders and the device did not work following the incident. The patient underwent surgery and all components were replaced with a malleable prosthesis. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.